Event description:
As per nursing staff, the tip of the laser fiber broke off about 15-30 seconds after beginning the procedure. The tip was retrieved and the case was completed utilizing an additional fiber.